Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse elected to replace the integrated erbe electrosurgical generator unit (iesu) to resolve the repeated n-08 error. The system was tested and verified as ready for use. Isi has received the iesu for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. A review of the procedure log confirmed the surgical procedure was performed on (B)(6) 2022 matching the documented event details. In addition, the system logs were reviewed/analyzed as part of the isi technical support engineer (tse) and/or isi fse's investigation. This complaint is being reported due to the following conclusion: the site encountered repeated error code n-08 on the iesu during a da vinci-assisted pancreatoduodenectomy surgical procedure. An isi fse replaced the iesu to resolve the reported problem. The initial reported complaint and subsequent findings from the fse could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change due to system unavailability after the start of a surgical procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the customer called in to report that the integrated electrosurgical generator unit (iesu) kept showing error code n-08. The customer was using a bipolar instrument with the iesu at the time of the event, and there was no issue with bipolar energy activation. However, error code n-08 kept showing on the iesu screen. The customer had rebooted the iesu, but the issue could not be resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified error code 25913 (n-08) pointing to an iesu error. The site continued with the procedure as planned. There was no reported injury. Isi performed follow-up and obtained the following additional information regarding the reported event: system functionality was reportedly checked prior to use, and no issues/errors were noted. The da vinci system and iesu were working fine even with the warning message on the iesu. The site continued and completed the procedure successfully.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. The integrated electrosurgical unit (iesu) was returned for evaluation and failure analysis (fa) investigations could not reproduce nor confirmed the reported failure. The iesu energized and cauterized successfully. Additionally, all ports on the iesu recognized instruments without any issue. As a safety precaution, the unit would be returned to the original equipment manufacturer (OEM) for further investigation.

Event description:
Refer to h10/h11 for follow-up information.